Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right ventricle lead to be implanted exhibited intermittent capture, intermittent sensing, low pacing impedance, and insulation damage. It was unsure if the lead was defective or cut by physician during the procedure. The right ventricle lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported events of intermittent capture, intermittent sensing, low lead impedance and insulation damage were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with overtightened suture sleeve tie at 10.0cm from the connector pin. The cause of the reported events were isolated to damaged inner insulation consistent with overtightened suture sleeve tie and the damaged outer insulation consistent with procedural damage.